Event description:
A trunnion failure was reported, head disassociated.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown accolade tmzf. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown accolade stem and an lfit head was reported. The event was not confirmed. The device was not returned for evaluation and no medical records were provided. Review of the device history records indicated that the devices were manufactured and accepted into final stock with no relevant discrepancies noted. The complaint databases were reviewed from 2006 to present for similar reported events regarding disassociation and there have been no other events for the lot referenced conclusions: the exact cause of the event could not be determined due to a lack of information. However, it was noted that the lfit head involved in the reported event was determined to be in the scope of product recall ra2016-028.

Event description:
A trunnion failure was reported, head disassociated